Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing impedance measurements and high pacing thresholds on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. An in-clinic evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing impedance measurements and high pacing thresholds on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. An in-clinic evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing impedance measurements and high pacing thresholds on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. An in-clinic evaluation was recommended. No adverse patient effects were reported. This ICD remains in service. Additional information was received and noise and oversensing were also reported for this device. This ICD remains in service. No adverse patient effects were reported.